Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 99% stenosed lesion being treated was located in the severely calcified left circumflex (lcx) artery. The lesion was ablated with a 1.5mm rotablator, ivus was performed, and the lesion was predilated with a 3.0x20mm quantum maverick balloon, inflated to 14 atms. Then a 3.50x16mm taxus express2 drug eluting stent was deployed, inflated to 18 atm's for 20 secs. Ivus was performed and the stent was post dilated with a 3.5x8mm quantum maverick, inflated to 20 atms for 60 secs. It was unclear whether the distal part of the lesion was dilated completely. Medications given: pre procedure: ticlopidine; aspirin, renivace, sigmart, lipitor, and lendormin; post procedure: renivace, sigmart, lipitor, and lendormin. One day post the initial procedure, the pt was transferred to another facility. Five days post the initial procedure, the pt presented with chest pain and was taken to the cath lab where an in-stent thrombosis was located in the proximal lcx. A 3.0x28mm quantum maverick was used to treat the thrombosis. Per the physician, the pt had not been compliant with the medication. Per the physician, the thrombosis was not related to the previously placed stent.

Manufacturer narrative:
Current pt condition is "recovered". The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.